Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump buttons are hard to press. The customer¿s blood glucose level was unknown at the time of incident. Customer also reported that the insulin pump screen would turn black and unable to read the display. Customer had a failed battery test alarm as well. The insulin pump is being replaced and is expected to return for analysis. No further details are given.